Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Event description:
It was reported that a lead diagnostic revealed high impedances on one lead. X-ray imaging revealed that the lead had migrated. As a result intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.